Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found pump was manually suspended on (B)(6) 2014 and then manually resumed a little over 24 hours later on 06/13/2014. On investigation, the pump powered up and functioned properly. No hypersensitive button was observed that could have led to inadvertent pump suspension. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. No self-suspending encountered during the investigation. Manual suspend and resume was executed without issues. The pump delivery accuracy was within required specifications. The reported pump suspend issue was not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a hyperglycemic event due to pump suspending. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was at 642 mg/dl with no symptom reported. It was reported that the patient was given intravenous fluid, insulin injection, and insulin via pump by the medical personnel at the emergency room. The patient stated that pump therapy was discontinued at the time of the call. Allegedly, the patient had additional bg excursion while off the pump using alternate insulin delivery method. Customer technical support reviewed the suspend history and the alarm history with the patient and did not find any evidence of inadvertent pump suspension by the user. Troubleshooting was unable to determine the cause of the alleged pump suspension. This complaint is being reported because the patient experienced serious hyperglycemia due to an alleged pump suspension of unknown cause.